Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cp2 was not responsive and could not communicate with cp2 and could not ping. Cp2, motion and ups batteries were replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. The parts have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not initializing and was showing initializing please wait. There was no patient present at the time of the issue.

Manufacturer narrative:
The detector panel cp2 was returned to the manufacturer for analysis. Analysis concluded there was an electrical failure of the component. If information is provided in the future, a supplemental report will be issued.